Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2017-02349; reference MFR. Report#: 1627487-2017-02350; reference MFR. Report#: 1627487-2017-02351; reference MFR. Report#: 1627487-2017-02477.

Event description:
Device 4 of 5: reference MFR. Report#: 1627487-2017-02349, reference MFR. Report#: 1627487-2017-02350, reference MFR. Report#: 1627487-2017-02351, reference MFR. Report#: 1627487-2017-02477. Follow-up revealed surgical intervention resolved the patient's issue.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2017-02349; reference MFR. Report#: 1627487-2017-02350; reference MFR. Report#: 1627487-2017-02351; reference MFR. Report#: 1627487-2017-02477. Follow-up revealed the patient's scs system was explanted and replaced. Note: upon further review it was determined reports related to the patient's extensions will be submitted.